Event description:
It was reported during a generator change that the atrial lead had been found to be capped, prior on (B)(6) 2015, due to high capture thresholds and had been replaced the same day. The patient was asymptomatic and stable.